Event description:
Procedural note: a band was placed on the large variceal column near the ge junction but the band misfired. The variceal column was spurting blood at this point. I was able to place 3 bands on the 2 columns of varices. The last band seems to convert the actively spurting blood varices to a slower intermittent oozing blood around the varices. At this point, there was no further columns left for me to band. 4 cc of ethanolamine was injected around the band where blood was oozing but only stopped the oozing temporarily. Similarly, hemostatic powder was sprayed on the columns only temporarily stopping the blood leak. The scope was withdrawn and ir was consulted. Post-op diagnoses / assessment: large esophageal varices with overlying esophagitis/ulcer and red wales s/p 3 bands; even after the banding, the varices were still intermittently oozing blood around 1 band; ethanolamine injection and hemostatic powder failed to stop the blood leak. Moderate portal hypertensive gastropathy. Recommendations: patient is getting 1 unit of blood, remain intubated. Ir has been consulted for emergent tips. Continue octreotide, ceftriaxone, ppi at this time. Gi will continue follow. Tips procedure done in interventional radiology "procedure findings: pre tips gradient 14 mm hg, post tips gradient 4 mm hg, rpv to rhv shunt."